Manufacturer narrative:
(B)(6). A visual inspection of the returned device revealed the imaging window was detached from the lap joint section and the imaging core was kinked near the detached section. The imaging window was not returned for analysis, no other issues or abnormalities were found during the testing. Inspection with a microscope/borescope showed the imaging window was detached from the lap joint section of the sheath assembly.

Event description:
It was reported that catheter separation occurred. The stenosed target lesion was located in the distal left circumflex artery. The opticross imaging catheter was introduced and intravascular ultrasound (ivus) was performed four times, after the lesion was crossed with the wire, after the lesion was pre dilated, after a 2.75x32 synergy stent was implanted, and after the stent was post dilated. Ivus was performed a fifth time after another post dilation of the implanted stent. As the opticross imaging catheter was being removed, a catheter separation occurred just outside the patient. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that catheter separation occurred. The stenosed target lesion was located in the distal left circumflex artery. The opticross imaging catheter was introduced and intravascular ultrasound (ivus) was performed four times, after the lesion was crossed with the wire, after the lesion was pre dilated, after a 2.75x32 synergy stent was implanted, and after the stent was post dilated. Ivus was performed a fifth time after another post dilation of the implanted stent. As the opticross imaging catheter was being removed, a catheter separation occurred just outside the patient. The procedure was completed with another of the same device. There was no patient injury.